Manufacturer narrative:
Manufacturing investigation report on retained and returned sample.

Event description:
Blood leak from avf needle. Additional information received (B)(6) 2015: (B)(6)-year old female patient was treated with dialysis during which blood leakage was visually observed from the venous fistula needle. The leakage estimated to 100-200ml, reportedly originated from the connection between the tubing and the female luer connector, no machine alarms were generated. The treatment was ended and blood from extracorporeal system was returned to the patient. The patient who was allegedly in poor condition prior to starting dialysis treatment, remained stable but is reported to have received 2 bags of blood through transfusion following the incident; hemoglobin reportedly decreased from 94 g/l to 87 g/l. No further information was provided.